Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the operation channel leakage. Based on the result, we concluded that it was caused, due to the excessive force applied on the operation channel. In addition, we confirmed, that light guide fiber bundle (lcb) broken. However, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The op-channel is leaky, the lcb is reduced to 60/80%, the up angulation is more than 250. This event occurred at the time of before use. There was no report of patient harm.